Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set did not deploy into the patient's skin after her pump was primed. It was noted that the patient did not hear the normal clicking sound associated with infusion set insertion. The patient's blood glucose was reported at 300mg/dl. The patient successfully applied a new site and administered a bolus with her pump to address the high blood glucose. No permanent injury was reported.